Event description:
It was reported that arteriotomy closure of the right common femoral artery and an arteriotomy closure of the left common femoral artery were attempted with 3 proglide devices on each side, using a pre-close technique, via a 6f sheath prior to a endovascular aneurysm repair (evar) procedure. Reportedly, the plunger would not completely depress on all six devices. Two additional proglide devices were used for successful suture placement on the right side. The sheaths were upsized to 16f and the evar procedure was completed. Hemostasis was achieved on the right side with the successfully placed sutures of the additional proglide devices. On the left side a surgical cutdown was performed and hemostasis was achieved surgically. There was a delay in the procedure due to the cut down but no patient impact was reported. It was reported that the physician is trained in the use of the proglide device and in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, however, the plunger and its anterior needle were not returned. A proxy plunger was retracted without any observable resistance; the reported failure to deploy the plunger could not be not confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy the plunger incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The five other perclose proglide devices are being filed under separate medwatch MFR numbers.